Event description:
A female patient who underwent a breast surgery with an unknown Mentor saline tissue expander experienced unknown sided deflation and broken suture tab post operation. As a result, the patient underwent removal surgery on an unspecified time.

Manufacturer narrative:
Video Investigation Completed on July 23, 2026:According to the information received, tears at the suture tabs. It appears that the company is affixing the suture tabs to the bladder portion of the expander, rather than the back of the expander alone. As the expander fills, external pressure on the expander puts tension on the suture tab which seems to result in the tears.Upon visual evaluation of the video provided in the complaint, the tears were observed at the suture tabs. As the product involved in this complaint was not received, the device could not be analyzed according to our procedures. Mentor also performed a manufacturing record evaluation related to the reported complaint for the finished device lot number. No manufacturing non-conformances were identified as part of this evaluation. As part of Mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria: No corrective and preventive action (CAPA) is required now.Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate.Since no lot number was provided, no manufacturing record evaluation could be performed.Reason for device explant and/or reoperation: Deflation.Mentor is submitting this report pursuant to the provisions of 21 CFR, Part 803. This report may be based on information which Mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, Mentor, or its employees, that the report constitutes an admission that the device, Mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank.D4: UDI: As the lot number for the device involved in the event was not provided, the full UDI is currently not available.Manufacturer¿s reference number:(b)(4).